Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient underwent multiple surgeries on the reported shoulder prosthesis. It was further reported that some revision surgeries have been performed. It was further reported that the customer has in addition to the reported devices five screws (1 silver, 3 green, 1 purple), a base plate, glenosphere, a inlay and a post.

Manufacturer narrative:
Additional information. One unpackaged screw with an unknown part & batch number was received for investigation. Visual evaluation of the returned device noted no apparent issues. It was further noted that the returned device was assembled to a glenosphere and central post along with 4 other screws. Functional testing was not able to be performed due to the as received condition of the devices. The most likely cause for the reported failure can be attributed to a patient-specific event. Refer to investigation photos. Complaint allegation is confirmed.